Manufacturer narrative:
Correction made to b5: during follow up, it was clarified that the minicap transfer set leaked (previously reported as there was a leak between the minicap transfer set and titanium adapter). Additional information was added to h3, h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed, and no issues were observed. The patient adapter was tightened to an in lab titanium adapter within inches per lb specification and leak tested and no issues or leaks were observed.the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the minicap transfer set and titanium adapter. This occurred during use of the devices for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.